Event description:
The device was implanted on 7/01/94, for infusion of heparin through the hepatic artery. On 11/13/96, the facility nurse contacted a MFR clinical rep and informed her that the pt had completed treatment and has been on glycerol for one year. On 11/13/96, the device was refilled as usual using emla cream and lidocaine injection as usual because the pt is very sensitive. The return volume (rv) = 10cc (normal); however, after the device was refilled when the facility nurse was withdrawing the needle, the pt complained a stinging and swelling was noted over the device area. No change in temperature was noted. The pt is very thin and the device is quite visible. The facility nurse stated the MFR's refill kit was ultilized and the procedure to verify needle placement was followed (5 in 1 back) and the nurse performing the refill is experienced. The MFR's clinical rep advised the facility nurse to watch the area over the device sight. The MFR's clinical rep thinks it is possible that a small blood vessel may have been punctunred during the device refill procedure and advised the facility nurse to watch this area and report increase in swelliing or change in temperature.